Manufacturer narrative:
(B)(6) distributed a priority review flash notification on (B)(4) 2011 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. (B)(6) will provide a f/u when the software modification is available.

Event description:
The issue involves (B)(4) millennium powerchart and affects users that utilize the clinical notes to view and enter textual info that is stored in the pt's chart. In (B)(4) millenium, if the sign_documentation privilege is not granted for the user and the user creates and saves a clinical note or an addendum to an authenticated note, future modifications by any user are not saved. Pt care could be adversely affected, as clinicians may make clinical decisions based on incomplete documentation. (B)(4) has not received communication on any adverse pt events as a result of this issue.